Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the universal surgical manipulator (usm) 4 had non-intuitive motion when using a vessel sealer extend (vse). The customer exchanged the instrument but the issue persisted. The technical service engineer (tse) checked the error log and found no related errors without error 100 with the usm 4. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the failure was not related to the inability to move the instrument. The instrument did not move as intuitive as usual and the movement was not smooth. The instrument sometimes moved in the opposite direction than intended. There was no shakiness observed and no instrument to instrument or system arm to arm interference. There was no external collisions. The issue was persistent as it occurred even after the instrument was removed and re-inserted. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse performed a calibration by exchanging the universal surgical manipulator (usm) 3 and 4. There was no part replacement required. The system was tested and verified as ready for use.